Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump had critical pump error and pump error. The customer¿s blood glucose level was unknown. The customer reported that they received a critical pump error. It was reported that they had pump error after playing basketball. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer was advised the insulin pump needs to be replaced and discontinue use of the insulin pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.